Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Corneal complication and endothelial cell loss are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (corneal complication and endothelial cell loss) are established risks associated with use of the device, which is clearly specified documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented postop with corneal guttata, described as "mild" and "non-serious", associated with endothelial cell loss. Per report, the event is currently ongoing with no reported intervention. Additional information has been requested.